Event description:
It was reported that the lead dislodged due to twiddlers syndrome. The lead was capped and replaced. Patient is doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.